Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the top right locking cap popped off post-operatively.